Event description:
It was reported that the unspecified bd infusion set experienced blood backflow during infusion. The following information was provided by the initial reporter: IV tubing ¿ ivg infused, blood backed up from pt.

Manufacturer narrative:
H6: investigation summary: one sample was submitted for quality investigation. The customer complaint of blood back up could not be fully verified based on the findings during the investigation. The sample was first checked for any damages to each of the components in the construction, and if any of the components were lose and could be separated from each other. None of the components were loose or easily separated. Additional visual investigation on the tubing was conducted. Remnants of blood can be seen within the tubing and in one of the y-sites, which indicates that blood did back up to that point in the infusion set at some point, however, additional tests of function of the infusion set did not indicate an issue which would cause blood to back into the set. The infusion set was primed with sodium chloride and checked for proper flow and function with an alaris pump. The infusion set did not show signs of incorrect flow direction nor was the flow rate impacted by the infusion set. A device history record review could not be performed because the material number and lot number is unknown. The root cause could not be determine because the reported failure could not be reproduced. The probable root cause of the issue reported is a failure or misuse a component attached to the infusion set and not with the infusion set itself.

Event description:
It was reported that the unspecified bd infusion set experienced blood backflow during infusion. The following information was provided by the initial reporter: IV tubing ¿ ivg infused, blood backed up from pt.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this. Device expiration date: unknown. Device manufacture date: unknown. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4).